Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 448 mg/dl at the time of incident. The customer¿s current blood glucose value was 435 mg/dl. The customer did experienced dry mouth and sluggish symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with manual injection. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.